Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 04/22/2016 to report that on (B)(6) 2016, patient experienced an intermittnet out of range signal. No additional patient or event information is available.